Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The loss of hearing benefit with the device was noted. No trauma or accident is reported. Reimplantation is considered.

Event description:
Sudden loss of hearing benefit with the device was noted in (B)(6) 2018. No trauma or accident is reported. No redness or swelling was observed at implant site.the user has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
According to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
Sudden loss of hearing benefit with the device was noted. No trauma or accident is reported. No redness or swelling was observed at implant site.reimplantation is considered however no date has been scheduled.